Event description:
Customer had a balloon rupture. The catheter was working fine and approx. 15 minutes later when checking iabp, waveform had squared off. There was also a high pressure alarm and blood in tubing. Catheter was removed. Re-insertion was not required. There were no reported patient complications.